Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was difficulty in interrogating the device. The programmer head was changed and the device was able to be interrogated, and was found to be working in its safety back-up pacing mode. It was reset and no patient complications have been reported as a result of this event.